Manufacturer narrative:
Based on surgeon input, it appears that the patient's condition affected the effectiveness of the device.

Event description:
On (B)(6)2010, a patient's post-op imaging showed that a posterior spinal fixation implant at l5/s1 had migrated. The patient was not experiencing any neurologic symptoms. On (B)(6)2010, the surgeon decided to remove the original posterior construct and revise with pedicle screws and rods. During the revision, the tip of the l5 spinous process was removed because it was broken. The surgeon believes that a combination of soft bone, collapse of the anterior column and over-compression of the device all contributed to migration of the device. Surgeon stated that there was no neurological damage.